Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance trend on the right ventricular (rv) pacing lead was rising. Analyst commented, beginning (B)(6) 2014, rv bipolar lead impedance measured 1026 ohms and has been steadily rising.

Event description:
It was reported that approximately three months post implant a implantable cardioverter defibrillator (ICD) alert was triggered. Follow up revealed that the right ventricular (rv) lead impedance values were high and varying. It was also observed that the rv lead could not pace. Consultation suggested likely connection issue between the rv lead and the ICD. Evaluation via x-ray was recommended. The ICD, and rv lead remain in use, and no patient complications have been reported as a result of this event.

Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. Product ID: 6944a65 lead, implanted: (B)(6) 2014; 5568-53 lead, implanted: (B)(6) 2014. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.